Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that spo2 waveform has disappeared and did not return from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Based on the information reported by the csic and provided by the customer, the issue was resolved on its' own though it still occurs randomly. Philips reached out to the customer to clarify how the issue was resolved; however, there was no response. The cuase of the reported issue remains unknown. H3 other text : no response by customer.